Event description:
Consumer stated a tampon fell apart and part of it remained inside her. Her doctor told her the remaining portion would come out with normal discharge.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for eval.